Event description:
The clinical manager called animas on (B)(6) reporting that multiple "suspend/resume" records were identified when the pump was downloaded. The patient denied suspending the pump. There was no reported patient impact associated with this complaint. This complaint is not being reported because according to the pump history the pump was suspended although the user denied suspending it. Animas attempted to reach the customer to further troubleshoot but was not successful in reaching the customer.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.